Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation of smoke coming out of the device. The device smelled like burning. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.